Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.